Event description:
The pt received her scs system on (B)(6) 2009. It was reported that she is having problems communicating with her ipg via the charging system. In an effort to resolve this matter, a replacement charging system was shipped to the patient. F/u on this matter revealed that the patient recently experienced involuntary ramping of her stimulation when using her programmer. No further info is available at this time. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.